Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 221 mg/dl. He/she also received a motion sensor test failure alarm, every time the customer rewound the insulin pump. The insulin pump was exposed to a dental x-ray. The customer was advised to disconnect from the insulin pump and revert to a back up plan. He/she was unable to complete the rewind sequence. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.